Event description:
Caller states that due to elevated readings ( results not provided) she took extra insulin. She states that she took extra insulin multiple times this day. She reports that approximately an hour after taking insulin, she had a car accident due to low blood glucose. She states that she was taken to the hospital in a diabetic coma. She does not remember any treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.